Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was damaged while the customer was sleeping. The customer reported that the cause of the damage might have been due to rolling onto the usb cable, which caused a bent in the cable. Customer used an alternate usb cable and the pump charged successfully. There was no reported impact to the customer's blood glucose level due to this issue.